Event description:
It was reported that the insulin pump alarmed during the prime process. The customer stated that insulin squirted out when he primed the insulin pump. The blood glucose reading is 138 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with prime alarm during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window and cracked reservoir tube lips were also noted.